Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a catheter shaft perforation occurred. The 80% stenosed lesion was in the hemodialysis shunt, in a calcified and moderately tortuous vein. While outside of the patient's body, a non-bsc guide wire punctured the mid section of the 6.0 x 100 sterling balloon catheter. No patient injury or complications were reported. The procedure was successfully completed with another of the same device. The patient's condition was reported as "good."